Manufacturer narrative:
Device is a combination product. The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.00x16mm promus premier¿ drug-eluting stent, when the device was removed from the hoop, it was noted that the stent struts were raised. The device was not used and the procedure was completed with a 2.75x16mm promus premier¿ drug-eluting stent. No patient complications were reported.